Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4). This report contains supplemental information for mentor psr reference number ip-00512273. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003.

Event description:
It was reported that a patient underwent an unspecified breast implantation procedure with a mentor memorygel breast implant 575cc (l) and an unspecified mentor gel breast implant (r) and suffered several unexplained systemic symptoms, including adhd, vaginitis, hair loss, fatigue, weight gain, memory problems, pain, and redness under armpits. It was also reported that the patient experienced capsular contracture baker grade unknown and rupture on the left side, and ptosis on the right side. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent removal on (B)(6) 2019. This report is for the right side. This report contains supplemental information for mentor psr reference number ip-00512273.